Manufacturer narrative:
The returned device was visually examined and the reported event was confirmed. The tip was found to have fractured off likely due to torsional loads exceeding material properties. The observations are consistent with the event report. A review of the manufacturing and inspection records did not identify any issues which would have contributed to this event.

Event description:
It was reported that during a procedure the bone probe broke within the s1 level and was not retrieved. It was stated that the probe was being twisted during insertion and attempted removal from hard bone. The procedure was extended 10 minutes. No further action was taken and the procedure was completed.